Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned devices revealed the femoral sleeve and stem components were loose with the femoral component. The degree of polishing/wear suggests motion between the two components for a significant portion of the service life of the components. No material or manufacturing defects were observed that could have contributed to the disassociation. The need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : DHR review: quantity manufactured: (B)(4) , date of manufacture: feb-2013 , any anomalies or deviations identified in DHR: no deviations or anomalies were found. , expiry date: feb-2023 , IFU reference: IFU-0902-00-769.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during a planned knee surgery because of patella-upgrade the femoral component was found to be fractured. Doi: unknown, dor: (B)(6) 2021. Additionally a stem and sleeve component were reported as associated with the adverse event.